Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Extraneal therapy was ongoing. The patient was not hospitalized for peritonitis. The cause of peritonitis was unknown. The patient was treated with injection vanco (500 mg thrice a week and route not reported) and tab linid (500mg twice a day and route not reported). The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, then a follow up report will be submitted.